Event description:
The customer reported that after transporting the pt on the unit, the unit was plugged back into an electrical outlet and the unit began to emit an odor of smoke. The unit then shutdown. The pt was switched to another unit and therapy was continued. No pt injury was reported.